Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspection confirmed the insulation was abraded exposing the conductor coil. The damage was located approximately 26-27 cm from the terminal pin. Due to the nature and location of the damage, it was likely due to lead-on-lead contact. As a result, the clinical observations were confirmed.

Event description:
Boston scientific received information that there were many episodes of oversensing recorded as non-sustained ventricular tachycardia on the right ventricular (rv) lead. One of the episodes contained anti-tachycardia pacing (atp). As a result, the lead was explanted. During the revision procedure, insulation damage was noted near the suture sleeve. No adverse patient effects were reported.